Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. Analyst commented, partial reset on 2010may18 with reason "dclk edges, clkstop status." Battery status good at 2.778 volts. Battery impedance good at 1016 ohms. (B)(4).

Event description:
It was reported that the patient presented to the hospital syncope and/or near syncope. The patient had a previous follow up visit in 2012 when a warning appeared upon interrogation regarding device battery estimation. A manual guided reset (mgr) was recommended, and the patient was subsequently then lost to follow up, before the reset had been performed. The patient is now in the hospital due to syncope and/or near syncope episode. A device warning appears upon interrogation, without an error code, just a written message. A mgr advised, and the device remains in use. Subsequently, mgr was successfully performed. No further patient complications have been reported as a result of this event.